Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was not receiving effective therapy from their system following a fall in (B)(6) 2018. Reprogramming was attempted with no success. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The reported issue of ineffective stimulation was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities and passed all functional testing. No anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint.